Event description:
It was reported that the pump declared alarm 20 during the pumping process. There was no reported impact on the customer¿s blood glucose level. Customer technical support assisted the caller in loading a new cartridge using the proper technique, and the caller was able to successfully load it and resume insulin therapy. There was no history of similar alarms with this pump.